Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's target inr = 2.3 (unable to provide range) on (B)(6) 2016 inratio inr = 3.0; repeat inratio inr = 3.6 (hours apart). Lab inr = 4.4 (hours apart). Patient noticed bleeding in stool on (B)(6) 2016 but took no immediate action. Patient felt weak the morning of (B)(6) 2016 so tested using inratio and obtained an inratio inr of 3.0. Patient continued to feel week so tested again a few hours later around 11 am/12 pm (exact time between tests not available) and obtained an inratio inr of 3.6. Patient called her physician, dr. (B)(6), who instructed her to go to the emergency room. On (B)(6) 2016 patient admitted to (B)(6), due to rectal bleeding. Lab inr taken due to bleeding, inr = 4.4 at hospital in the afternoon on (B)(6) 2016 (exact time between tests not available) patient advised to hold coumadin while hospitalized (B)(6) 2016 and to hold coumadin for the next 1 - 2 weeks. Patient received three blood transfusions over the next 4 days. Vitamin k doses administered throughout patient's hospitalization. Last vitamin k received was on (B)(6) 2016. Patient discharged as stable from the hospital on (B)(6) 2016.

Manufacturer narrative:
Investigation/conclusion: the meter and a single strip associated with the complaint were returned for investigation. Returned and retained strips tested on the returned meter met accuracy criteria. The customer's complaint was not replicated during in-house testing. Additionally, the returned meter met functional and thermistor testing requirements during investigation. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. The customer was identified as having a condition that may impact the performance of the assay. This can not be ruled out as a cause for the observed discrepant results. The impedance curves associated with the customer's reported results were statistically analyzed. The inr result of 3.0 was determined to be normal in shape, while the inr result of 3.6 displayed a weak-slope change. Weak-slope changes are known to contribute to discrepant results, this issue related to the algorithm software on the meter and was addressed in CAPA-(B)(4). An impedance curve with weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue.